Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.